Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was a gal assign to the pt was to teach them about the medtronic device (agent understood a rep) and the person told the pt that the ins was not turned on. The pt was told from the person to put it on then to push the button because when they went to meet the person the pt forgot the meter (agent understood controller). The pt did not know if the ins was turned on or off. During call pt verified that group a had stimulation turned on. Pt noted they still had pain in their back and they either got to do additional surgery or something. Pt was recharging the ins and they got finished. The controller battery was at 60% and ins was 100% showing finished. Pt noted they have tried to increase intensity levels but still had pain. During call pt was on program 1 with 3.9 intensity. Pt noted that stimulation had been turning off on its own. On the call the stimulation turned off on its own. Pt said the issues started right in the beginning. They talked to their rep probably 3 or 4 weeks ago who said to turn it up but pt never told them about the pain they had. Pt no longer had their persons phone number and wanted their name and contact information. The issue was not resolved through troubleshooting. Patient service specialist redirected patient to healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.